Event description:
The customer reported a fast stop activated error message. This causes the system to shutdown. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event. This is a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.